Event description:
It was reported that the device exhibited atrial under-sensing resulting in competitive atrial pacing and non-sustained right ventricular over-sensing (nsrvo) episodes. Programming changes were made. No patient symptoms were reported and will continue with regular follow-up.